Manufacturer narrative:
Continuation of d10: product ID 97745nt, serial# (B)(6), product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6), UDI#:(B)(4), h3: analysis of the 97745nt controller, s/n (B)(6), revealed that the complaint was unable to be verified. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller stated their controller stopped working on saturday and won't recharge. Caller noted it had been acting funky for the past couple days, but then it went black and would not come back on. Caller stated they've had it plugged into the ac power supply but nothing is happening. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed controller is 40% and implant is 50%. Agent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the patient (pt). Pt called back stating they called before and was walked through a reset which helped with the situation but now they had to keep resetting the controller which was not working. Pt said their controller was not picking up the ins at all and they had trouble for several weeks now when they go to charge the ins. Pt was getting no device found. During call pt verified no damage to the rtm or to the controller charging port. A recharger was sent. Patient services (ps) reopened case to email repair requesting a new controller and to add new rtm and controller model to secure note. Pt called back stating they got their new rtm but they were still not able to recharge their ins for it would not locate. Pt attempted to go through passive recharge mode and verified they were using the new rtm but that did not resolve the issue. Ps closed case. Pt called back from registered number and mentioned they got the replacement controller and then went to charge the implanted neurostimulator(ins), but the controller went blank/unresponsive. During the call, the pt discovered they had not installed the li battery pack in the replacement controller. Pt installed li battery pack and got the no device found screen. Pt then advanced into passive recharge mode and got 92, 93, 98. Patient services specialist(pss) explained passive recharge mode and suggested the pt call back after 30 or so minutes if the controller did not advance out of passive recharge mode.